Manufacturer narrative:
Follow-up #1: date of submission 05/12/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/30/2014 with the following findings: there was no visible damage to the keypad observed. The ok button was intermittently unresponsive to testing. The up, down, and contrast buttons responded properly to testing. The keypad was removed and contamination under all of the button contacts was observed.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up and ok keypad buttons were under responsive. Reportedly, there was no damage to the keypad and no moisture or corrosion to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.